Manufacturer narrative:
The reported event, battery housing came apart, was confirmed. The service technician observed that the top and bottom housings had fractured at the weld, as a loose component symptom failure was found. The device was discarded by the manufacturer.

Event description:
It was reported that the aseptic housing broke during a medical procedure and top housing is detached from the bottom housing. The disassembly of the battery housing could result in potential exposure of a non-sterile battery to the surgical site. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the aseptic housing broke during a medical procedure and top housing is detached from the bottom housing. The disassembly of the battery housing could result in potential exposure of a non-sterile battery to the surgical site.. No delay, no medical intervention and no adverse consequences were reported with this event.